Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer (fse) found that the magnet in the latch assembly of the full height cubie drawer was missing. The fse replaced the defective part to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer failed to open and was double clicking. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. However, there were no adverse events or injuries reported based on this event.